Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after an elective hernia repair where this device was used, the patient developed a thermal injury with blistering to the left thigh. The customer believes it may be from a diathermy plate in use with the generator. The monopolar feature was used with a diathermy plate positioned on the right leg.